Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray nav (d-1282-01-s / lot# unknown). Baylis medical transseptal needle (model # unknown, lot # unknown). St. Jude medical sl1 sheath (model # unknown, lot # unknown). (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, a cardiac tamponade was noticed when the catheter seemed to be in an odd location. The cardiac tamponade was confirmed by intracardiac echo cardiograph (ice). Pericardiocentesis was performed to remove 1 liter of fluid from the pericardium. The patient was reported to be in stable condition after the case. The patient was transferred to the cardiac care unit (ccu) as she required of extended hospitalization. Patient¿s outcome was improved. The physician did not provide a causality opinion. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with a baylis medical transseptal needle and a st. Jude medical sl1 sheath. The generator parameters included power control mode at 40 watts with a temperature warning at 40 degrees celsius and a temperature cut-off at 42 degrees celsius. The temperature was below 38 degrees and impedance did not change during the ablation, it remained around 110 ohms. The power did not titrate during the ablation. The site of injury was not completely clear, but the potential area had 30 seconds of ablation prior to the effusion being discovered. The last ablation cycle time was also of 30 seconds. The catheter irrigation flow was set at 30 ml/min. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 250-300 seconds. There¿s no information regarding the spi value. The stsf catheter was in close proximity to a pentaray catheter. The stsf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.